Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coil down into the endometrial cavity, freeing it from all of its myometrium tissue') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage in 2002 and c-section (2002, 2009). Concomitant products included clarithromycin (claritin) since (B)(6) 2008 to 2018 and ibuprofen since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: abnormal menses"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), skin depigmentation ("rashes or skin conditions type: loss of skin pigment"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), pain in extremity ("legs pain") and headache ("head pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, menstrual disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, skin depigmentation, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, vulvovaginal pain, abdominal pain, back pain, pain in extremity and headache outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, skin depigmentation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coil down into the endometrial cavity, freeing it from all of its myometrium tissue') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage in 2002 and c-section (2002, 2009). Concomitant products included clarithromycin (claritin) since (B)(6) 2008 to 2018 and ibuprofen since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("the coil down into the endometrial cavity, freeing it from all of its myometrium tissue"), menstrual disorder ("hormonal changes describe: abnormal menses"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), skin depigmentation ("rashes or skin conditions type: loss of skin pigment"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), pain in extremity ("legs pain") and headache ("head pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was rem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following events were described in patient's medical record- embedded device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: mr received, new event added- embedded device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coil down into the endometrial cavity, freeing it from all of its myometrium tissue') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage in 2002, c-section (2002, 2009), blood transfusion, depression, anxiety, amenorrhea, genital bleeding and breast disorder. Concomitant products included clarithromycin (claritin) since (B)(6) 2008 to 2018 and ibuprofen since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: abnormal menses"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), skin depigmentation ("rashes or skin conditions type: loss of skin pigment"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), pain in extremity ("legs pain") and headache ("head pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, menstrual disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, skin depigmentation, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, vulvovaginal pain, abdominal pain, back pain, pain in extremity and headache outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, skin depigmentation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coil down into the endometrial cavity, freeing it from all of its myometrium tissue') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage in 2002 and c-section (2002, 2009). Concomitant products included clarithromycin (claritin) since (B)(6) 2008 to 2018 and ibuprofen since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("the coil down into the endometrial cavity, freeing it from all of its myometrium tissue"), menstrual disorder ("hormonal changes describe: abnormal menses"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), skin depigmentation ("rashes or skin conditions type: loss of skin pigment"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), pain in extremity ("legs pain") and headache ("head pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was rem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following events were described in patient's medical record- embedded device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clarithromycin (claritin) since (B)(6) 2008 to 2018 and ibuprofen since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("hormonal changes describe: abnormal menses"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), skin depigmentation ("rashes or skin conditions type: loss of skin pigment"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), pain in extremity ("legs pain") and headache ("head pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, skin depigmentation, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, vulvovaginal pain, abdominal pain, back pain, pain in extremity and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, skin depigmentation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received: new events - hormonal changes describe: abnormal menses, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression/anxiety, rashes or skin conditions type: loss of skin pigment, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, vaginal discharge, fatigue, weight loss hair loss, vaginal pain, pelvic pain, lower back pain, legs pain and head pain were added. Severity of events were updated as severe. Reporter's information, patient demography, lab data and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.